Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject i.d: (B)(6). Clinical database notification received for revision due to aseptic loosening. Doi: (B)(6) 2011; dor: (B)(6) 2018 . (Right knee). Depuy cement was used.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
Office notes ((B)(6) 2018 and (B)(6) 2018), and revision operative notes ((B)(6) 2018) indicate pain, difficulty walking, and aseptic loosening of the femur component with progression into varus. Revision record stated femur component was grossly loose, at an unspecified interface. The tibial base plate was well-fixed.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.